Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient was taken to the emergency room (ER) due to inaccurate reading on the g7. The cgm reading was high (exact value not provided) and based on the cgm reading the patient self-treated with insulin and overdosed. The patient does not have a glucometer at home and was unable to do a fingerstick. The patient was dizzy, light-headed and passed out. At the ER, they took a fingerstick however the patient could not provide the exact bg reading. The patient declined to provide any further information about the event. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.